Event description:
Philips received information from the customer that reported that while adjusting the vertical position with a patient on the couch for a clinical CT procedure, the couch moved down on its own after the vertical panel button was released. The field service engineer (fse) confirmed was released. The field service engineer (fse) confirmed there was no harm to a patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).